Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged. It was also reported that there was crack on the side of the insulin pump and there was no damaged on retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.